Event description:
Subsequent to the initial medwatch, the following information was received: on (B)(6) 2011, the patient was rehospitalized with increasing angina, relieved with nitroglycerin. On (B)(6) 2011, the lima to lad, which has been chronically occluding, was revascularized. There was no adverse sequela reported and on (B)(6) 2011, the patient was discharged. However, per adjudication, the patient experienced a spontaneous non-q wave myocardial infarction. On (B)(6) 2011, the patient was rehospitalized with worsening angina. The lesion was treated with percutaneous coronary intervention and on (B)(6) 2011, the patient was discharged. There was no additional information provided.

Event description:
Subsequent to the previous follow-ups and medwatch reports, the following information was received: on (B)(6) 2011, the patient experienced angina. On (B)(6) 2011, the patient was hospitalized and percutaneous coronary intervention was performed. There was no adverse sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect anatomy. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the xience v stent was implanted in a left internal mammary arterial (lima) graft, it should be noted that the xience v IFU states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. In this case, it cannot be determined whether the IFU deviation contributed to the reported patient effects.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Myocardial infarction is a known adverse event as listed in the xience v instructions for use.

Event description:
Subsequent to the initial and followup medwatch reports, the following information was received: on (B)(6) 2011 , the patient was hospitalized for acute pancreatitis post kidney/pancreas transplant. On (B)(6) 2011, the patient experienced a perioperative non st elevation myocardial infarction with silent ischemia which was diagnosed with elevated troponin and nonspecific EKG changes. The patient was treated with medication and was discharged from the hospital on (B)(6) 2011. On (B)(6) 2011, the patient experienced increasing chest pain, jaw pain and nausea which was treated with nitroglycerine which decreased the pain to a tolerable level. On (B)(6) 2011, the patient was hospitalized and underwent percutaneous coronary revascularization in the target lesion and a non target vessel for re-stenosis of the left internal mammary arterial graft to the left anterior descending artery and saphenous vein graft to the obtuse marginal artery. The patient's condition resolved on (B)(6) 2011. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Ischemia and nausea are known adverse events as listed in the xience v instructions for use.

Event description:
It was reported via a trial that on (B)(6) 2008 the patient underwent stenting in the left internal mammary arterial graft to the left anterior descending artery (lima to lad) with two xience v stents, one 2.5x15 and one 3.0x23. On (B)(6) 2010 the patient underwent elective percutaneous coronary revascularization in the lima to lad for increased angina. The patient's condition resolved on 12/23/2010. There was no adverse patient sequela. Though requested, there was no additional information provided.

Event description:
Subsequent to the initial and follow-up medwatch reports, the following information was received: on approximately (B)(6) 2011, the patient experienced chest pain relieved with nitrates. On (B)(6) 2011, the patient was hospitalized and on (B)(6) 2011 percutaneous coronary intervention was performed to the chronically occluded lesion that was stented with a xience v stent during the index procedure. On (B)(6) 2011, the patient was discharged. On (B)(6) 2011, the patient reported increasing angina and on (B)(6) 2011, percutaneous coronary intervention was performed. The event resolved on (B)(6) 2011 and the patient was discharged. There was no additional information provided.